Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving baclofen (3000 mcg/ml at 636mcg/day) via an implantable infusion pump. It was reported that the patient had intermittent withdrawal and overdose symptoms; occasional hallucinations. A catheter dye study was performed; logs were read and no motor stalls were noted.